Manufacturer narrative:
No ablation treatment performed, therefore there is no device for assessment. Dysphagia is a known, anticipated adverse event after endoscopic eradication therapy, and may occur after radiofrequency ablation or cryotherapy procedures. During the egd to examine the symptoms of dysphagia, a narrowing of the esophagus was noted. Narrowing resolved after standard therapeutic intervention (dilation).

Event description:
C2 therapeutics became aware of an adverse event on (B)(4) 2018 for a commercial patient. The patient was initially treated with the cryoballoon system on (B)(6) 2017. No issues with the device were reported. Patient complained of dysphagia (difficulty swallowing) on (B)(6) 2018. The physician performed a dilation and used kenalog steroid injection at the stricture site at level 35cm. Physician reported on (B)(6) 2018 that the patient was doing fine.